Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. A new 21cm x 12mm ipp device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.